Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, angina and vessel dissection occurred. In (B)(6) 2013, the subject presented due to unstable angina (braunwald classification iiib) and was referred for cardiac catheterization which revealed a 70% stenosed de novo lesion located in the mid right coronary artery (rca). The lesion was 14 mm long with a reference vessel diameter of 3.5 mm and was treated with direct stent placement using a 3.50 x 16 mm promus element plus stent. The stent was post-dilated to 20 atms with a 3.50 x 6 mm quantum apex balloon catheter. Following placement of the 3.50 x 16 mm promus element plus stent, a grade c vessel dissection was noted in the mid rca. The dissection was treated by placing a 3.0 x 12 mm promus element plus stent distally, and overlapping, with the first stent. Following this, residual stenosis was 0%. The following day, the event was considered resolved and the subject was discharged. Two days post index procedure, the subject presented due to cardiac angina and was hospitalized. Angiography revealed the previously implanted stents were patent. The following day, the event was considered resolved and the subject was discharged.